Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2020 and the mesh was implanted. It was reported that the mesh eroded through the vaginal mucosa. A doctor who saw the patient on (B)(6) 2021 noted symptoms of mesh erosion to vagina. The doctor did an examination and saw the mesh erosion through the lining mucosa of the vagina below the mid-urethra. It was also reported that the patient had an operation date (B)(6) 2021, and the mesh was placed under the fascia and mucosa, and closed with suture. It was reported that patient consequence involved medical or surgical treatment. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?